Manufacturer narrative:
(B)(4) currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the device had an audio anomaly. The device had not beeped for several weeks. The device was set to audio and vibrate. The customer¿s blood glucose during the incident was unknown. Troubleshooting was performed. They performed a self-test. The device alarmed a hardware low level failure. The device will be returned for analysis.